Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred after several firings. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Orange indicator did_not show up. The analysis results found that one device was received in good visual condition with one malformed clips inside the plastic bag. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at the 14th firing sequence thus, it did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.